Manufacturer narrative:
(B)(6).

Event description:
It was reported that non sustained lead noise due to post paced t-wave oversensing on ventricular channel was observed via merlin.net transmission. Programming changes were recommended.